Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to load the device, they removed a yellow shipping wedge from reload. The sales rep advised them to put a yellow shipping wedge on reload, then they connected reload to adapter. During thoraco/esophagus, the surgeon clamped azygos vein ,pushed the green firing mode button and started the first firing, however a strange sound of operating noise was heard and the device stopped on the halfway. He pushed the blue button again ,however the firing was not advanced. Then he opened the jaws and removed the device from the tissue. Replaced by a new cartridge, and connected to the same device, the firing was completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.